Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient reported being hospitalized for peritonitis. Follow-up call to the patient's peritoneal dialysis nurse indicated that the patient did have peritonitis due to the patient not following aseptic technique. However, the patient was not hospitalized for this event. Patient was treated with ceftazidime and gentamycin. The patient's treatment modality has been changed to in-center hemodialysis since the patient is experiencing a decline in memory.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis (pd) nurse reported that the (B)(6) old male peritoneal dialysis patient presented to the clinic with peritonitis. The peritonitis was confirmed with a culture of the peritoneal dialysis effluent revealed organism klebsiella pneumoniae. Treatment included ceftazidime and gentamycin. The pd nurse stated that the peritonitis was not related the cycler or peritoneal dialysis solution however was related to the patient not following aseptic technique. The patient has been on peritoneal dialysis for four years and has now changed to hemodialysis due to memory loss issues requiring hospitalization.

Manufacturer narrative:
This is follow up #1 there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that the (B)(6) male peritoneal dialysis patient presented to the clinic with peritonitis. The peritonitis was confirmed with a culture of the peritoneal dialysis effluent revealed organism klebsiella pneumoniae. Treatment included ceftazidime and gentamycin. The pd nurse stated that the peritonitis was not related the cycler or peritoneal dialysis solution however was related to the patient not following aseptic technique. The patient has been on peritoneal dialysis for four years and has now changed to hemodialysis due to memory loss issues requiring hospitalization.